Event description:
A customer reported that bubbles were noted in the infusion tubing and that there was no aspiration from the probe during a vitrectomy procedure. After exchanging the pack, the procedure was able to be completed with no impact to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was advised to replace the cassette. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. An internal investigation has been opened to address reports of bubbles related to the cassette. (B)(4).